Manufacturer narrative:
The customer¿s report of a leak was confirmed. The concomitant syringe was manually removed and inspection under magnification of both the maxzero valve and the syringe showed no obvious damages or issues. Functional testing confirmed a leak at the engagement between the syringe and set's maxzero valve. Leaking was also replicated using the concomitant syringe with a similar valve on a lab set. Leaking was not replicated using the event set with a lab syringe. The set¿s valve female luer end was within iso specification. The root cause of the leak was identified as a poor mating connection between the syringe and the valve, possibly due to wear of the syringe.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the maxzero leaked. There was no patient harm.